Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pharmacy primes tubing with non-hazardous drug (saline) for chemo infusions. For titratable drugs, the first titration is often just saline, and then the nurse changes the rate to the next titration, the patient is now getting the drug, and it was noted that the patient often may have a reaction due to actually starting at a higher rate than intended. It was also reported that the intermittent infusions still have volume left in the bag when the set infusion volume finishes and the titratable infusions take longer than expected.

Event description:
It was reported that the pharmacy primes tubing with non-hazardous drug (saline) for chemo infusions. For titratable drugs, the first titration is often just saline, and then the nurse changes the rate to the next titration, the patient is now getting the drug, and it was noted that the patient often may have a reaction due to actually starting at a higher rate than intended. It was also reported that the intermittent infusions still have volume left in the bag when the set infusion volume finishes and the titratable infusions take longer than expected.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.